Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in pacing impedance and threshold measurments. A lead fracture was suspected and the patient was admitted to the hospital for futher lead testing. A revision procedure maybe performed in the future. No adverse patient effects were reported. The rv lead remains in service.

Event description:
Additional information was received that this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
To date, this right ventricular (rv) lead remains in service; and will not be returned for analysis; therefore the root cause of this event can not be evaluated and determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Hipot and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A resistance test was unable to be performed due to the extracted stylet was stuck inside the returned segment of the lead. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead was severed, as only the distal portion of the lead was returned. An x-ray was performed and revealed all conductors were intact and no lead fracture. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as the continuity test performed on the returned segment of lead showed continuous, and the lead passed.

Manufacturer narrative:
To date, this right ventricular (rv) lead remains in service; and will not be returned for analysis; therefore the root cause of this event can not be evaluated and determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.